Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons are reportedly sticking when pressed. The pt claimed the buttons have to be pressed multiple times for a response. The keypad is intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the ok/contrast keypad buttons did not respond to user inputs during testing, the up/down keypad buttons required excessive force to activate during testing, it was observed that the up/down/ok/contrast key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination found under all the key contacts.